Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that overdischarge was alleged. The implantable neurostimulator (ins) was not able to communicate with the patient programmer (pp), the implantable neurostimulator (recharger) or the 8840 clinician programmer. The rep stated that the patient met with a rep in (B)(6) 2016 to do a trickle charge since her ins was ¿asleep¿. The ins was never able to be brought out of overdischarge. It was noted that the rep was able to perform an antenna locator (al) feature with the implantable neurostimulator recharger (insr) but he was unable to do a physician mode recharges (pmr). It was also noted that multiple prms might be required and the insr was showing the 60 minute clock, which constituted as a strike. There were no reports of medical or therapy issues and no patient symptoms reported.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer insisted on and received a non-rechargeable implantable neurostimulator (ins) system on (B)(6) 2016. When the consumer was seen at their post-operative visit they were well and had good therapeutic effect. The rep. Had not had any calls with issues since then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.